Event description:
It was reported that this electrode delivered inappropriate shock therapy due to oversensing of noise. Subsequently, the patient was hospitalized, and their subcutaneous implantable cardioverter defibrillator (s-ICD) was temporarily programmed to secondary vector. Data was also sent to technical services for further review and recommendations. Besides the inappropriate shocks, no other adverse patient effects were reported. This s-ICD system remains in service.

Manufacturer narrative:
This electrode remains implanted; therefore, technical analysis cannot be conducted. Without a returned product it is not possible to definitively confirm how it may have contributed to the complaint incident. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this electrode delivered inappropriate shock therapy due to oversensing of noise. Subsequently, the patient was hospitalized, and their subcutaneous implantable cardioverter defibrillator (s-ICD) was temporarily programmed to secondary vector. Data was also sent to technical services for further review and recommendations. Besides the inappropriate shocks, no other adverse patient effects were reported. This s-ICD system remains in service.